Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation therapy following an unrelated diagnostic procedure. The patient's lead was explanted and replaced on (B)(6) 2016. The patient's system was programmed on the follow up visit. The patient received effective stimulation and the issue was resolved.